Manufacturer narrative:
Method: the device was returned to cardiac surgery on apr 28, 2010, for investigation. A supplemental report will be submitted when the investigation is completed. (B)(4).

Event description:
The hospital reported that during a coronary artery bypass procedure, the heartstring iii proximal seal was stuck inside the delivery system and would not deploy. A replacement unit was used to complete the procedure. There were no patient effects. The product was returned.